Manufacturer narrative:
(B)(4). Batch #: u93797. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that, during a laparoscopic proctrectomy, the device was activated and ran the jaws to the end, but the jaws became not to open suddenly. The jaws were opened by hand. Then there was a difficulty in opening and closing the handle. The device was used on the mesorectum dissection. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.